Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded after surgery.

Event description:
It was reported by a company representative that a screw had fractured intraoperatively at the user facility. There was no adverse consequences or surgical delay reported.